Event description:
Customer reported that the sys locked up during a case, and would intermittently shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not duplicate the reported problem. Sys is operating as intended.